Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that high lead impedance resulted from a system diagnostic test at a follow up visit. The device output current was programmed to 0ma and the pt was referred for x-rays to assess the continuity of the device. X-rays were reviewed by the physician and it was reported that the x-rays "showed continuity of the system". There was no report of causal or contributory pt manipulation or trauma to the device site. Surgical intervention is not planned at this time to explant the device, and the physician and pt have opted to re-assess surgical intervention in several months.